Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-2408-74, serial number: (B)(4), batch/lot number: 19771545, model/catalog description: avista MRI perc lead kit 74 cm.

Event description:
A report was received that the patient was experiencing shocking sensation around the ipg pocket site. It was also mentioned that the patient had some dark burn marks toward the header of ipg. The patient underwent an ipg and lead replacement procedure. The patient was doing well postoperatively.

Manufacturer narrative:
Device evaluation indicated that the complaint was not verified. The reported electrical surge could not be duplicated on the test bench as the ipg was investigated with known good test leads. The monitored stimulation on an oscilloscope found that the outputs were consistent and amplitude/pulse widths were verified to be correct on all the electrodes. Ac/dc current leakage tests and residual gas analysis verified no loss of electric current into the surrounding tissue because of faulty insulation. The ipg passed all the required tests and revealed no anomalies. This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/14/2018 04:55 pm CT. The report number is being corrected from: 3006630150-2018-62295 to: 3006630150-2018-60836. This report is follow-up # 1.

Event description:
A report was received that the patient was experiencing shocking sensation around the ipg pocket site. It was also mentioned that the patient had some dark burn marks toward the header of ipg. The patient underwent an ipg and lead replacement procedure. The patient was doing well postoperatively.

Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2018 as no event date was reported. The complainant was unable to provide the upn and serial number. Therefore, the manufacture date is unknown. Additional MFR site email: lryan@angiodynamics.com. Problem code 1184 captures the reportable event of gauge reading inaccurately. Investigation results: a visual examination of the returned complaint device found that the gauge needle was outside zero band. The lens was removed to reset the needle and rust was noted inside of the case. The device was reset to zero and inflated to 20 psi; unit inflated properly and was well within accuracy specifications. The rust found, which most likely affected the needle movement, could have been a consequence of the maintenance process applied to the device. Therefore, the most probable root cause is cause traced to maintenance. A manufacturing batch record review was unable to be performed as the serial number is unknown. However, a ship history review was performed to identify the most probable lots, and a DHR history review on the most probable lots did not identify any deviations within manufacturing/service processes that could have contributed to the event. This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/24/2018 09:59 am CT. The report number is being corrected from: 3005099803-2018-61971 to: 3006630150-2018-60836.

Event description:
It was reported to boston scientific corporation that a pneumatic inflator was used during a procedure performed on an unknown date. According to the complainant, the gauge needle was stuck at 20 atm and not on 0. No patient complications have been reported due to this event. Attempts to obtain additional information regarding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.